Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system half height drawers 3.1 and 3.2 failed and all back panel light emitting diode (led) indicators were not illuminated. A field service engineer (fse) replaced all drawer and pyxis bus component boards, including one half height (hh) retractor band for hh 3.1. After installation of the components, the device was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on bus. The device was unplugged and plugged back in, the blue door plugs were reseated, and the machine was restarted, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.